Event description:
It was reported that before use, the cardiosave intra aortic balloon pump had helium panels popping loose malfunction. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the latch that connects the helium door was loose. The fse tightened the latch. The unit passed all functional and safety tests and was returned to customer.